Event description:
It was reported that the patient presented to the hospital feeling sick and was diagnosed with pneumonia and worsening of heart failure. A CT scan showed lead perforation. Due to patient's worsening heart failure, the physician elected not to reposition the lead. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.